Event description:
During the atrial fibrillation procedure with pulsed field ablation, air was aspirated from the sheath. When the volt catheter was inserted, there was resistance and then air was aspirated. The sheath was replaced but the same issues occurred. The sheath was replaced again, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. The reported event of catheter insertion difficulty could not be confirmed. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when a dilator from current inventory was inserted. The reported event of an air/gas leak was confirmed. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known-design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. Per the instructions for use, arten600341730, ver b, precautions to "avoid tilting the introducer handle upward during catheter or dilator insertion or withdrawal to avoid air ingress. Keep the handle at or below the level of the shaft. With the handle kept at or below the introducer shaft or heart level, blood or saline may leak from the introducer hemostasis valve during insertion. Leaking of blood or saline from the valve is a sign that the introducer". The cause of the reported insertion difficulty remains unknown. The cause of the slit tear remains unknown.